Event description:
It was reported that the ilet user did not meal announce because they believed they had not been told to do so, which led to fluctuating glucose and two urgent low glucose events with blood glucose readings below 39 mg/dl. The user self-treated with oral glucose gummies and candy, then consumed half a sandwich after two intervals without rise, and the agent provided education on proper meal announcements and assisted with a feature request. Symptoms included hypoglycemia with no clinical signs or symptoms reported by the user. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure involving the user interface, specifically failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.